Manufacturer narrative:
Concomitant products: 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is not receiving stimulation and is unable to communicate with or charge his ipg. It has bene over five months since he last charged his ipg. The pt observed a communication error with his programmer. A replacement charger was unable to resolve the issue. The pt is pending f/u with his physician to determine the next course of action.